Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with device won't infuse, no flow(drops). This condition had the potential to interrupt delivery. This condition was found in the medicine department and occurred upon power up. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with device won't infuse, no flow(drops) was confirmed and reproduced by baxter personnel. The root cause of this condition was determined to be suspected abuse or negligence (mishandling). The pump head door, occlusion detectors and door latch were replaced to correct this condition. The occlusion sensors were recalibrated. Should additional information be received, a follow-up medwatch will be submitted.